Manufacturer narrative:
In a good faith effort (gfe) response from the bme, it was stated that the ordered blower assembly had been received and been replaced to resolve the blower stall issue. The bme confirmed that the device was returned to full functionality and then returned the device to service. The replaced blower assembly was planned to be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there wa s a blower stalled alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm was reported. The biomedical engineer (bme) evaluated the device and confirmed the blower stall issue. As a result of the blower stall, the device was not producing any air out of the device. The bme opened the device and confirmed that the blower assembly was found to be bad. A replacement blower assembly was ordered. This investigation is ongoing.